Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks for supra ventricular tachycardia (svt). The patient was put on an antiarrhythmic drug and the crt-d remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.